Event description:
A customer contacted beckman coulter inc. (Bci) regarding numerous erratic glucose (glum) results generated by the unicel dxc 800 pro synchron clinical systems. The samples were re-tested on this and on a different instrument, and results generated by the different instrument were reported out of the lab. There was no impact to patient treatment.

Manufacturer narrative:
Per customer, qc was acceptable. A field service engineer (fse) was dispatched: the fse inspected he instrument and found lint fibers in cup module drain port. Fibers were also seen stuck to the inside of cup assembly. Cup assembly was cleaned of all lint. A precision run was performed which was within the established specifications. Lint fibers in cup module drain caused the cup to not drain consistently between sample runs may have contributed to this event. However, a clear root cause is unknown.